Event description:
It was reported while using bd syringe luer-lok¿ 20 ml foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: customer mentioned that they got 1pk of this 20cc syringe pack with one of the syringes has a dirt on the tip and inside the barrel there's something like a grease or oil.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe luer-lok¿ 20 ml foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: customer mentioned that they got 1pk of this 20cc syringe pack with one of the syringes has a dirt on the tip and inside the barrel there's something like a grease or oil.

Manufacturer narrative:
H.6. Investigation summary: it was reported a syringe has a dirt on the tip and inside the barrel. To aid in the investigation, one sample with no packaging blister and three photos were provided for evaluation by our quality team. A visual inspection was performed, and the syringe has a dark gray substance at the syringe barrel luer. The three photos provided show the sample received. No other defects or imperfections were observed. The sample was sent to a laboratory for analysis. The highest match was 83.12% to spandex, fused filament, cleerspan. During the manufacturing process, there is no material used that is related to this result. A device history record review was completed for provided material number 301031, lot 1307372. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.